Manufacturer narrative:
Sections with additional information as of 16-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 16-dec-2020: h10: most likely underlying root cause corrected from "mlc-62: user had poor technique" to "mlc-020 user's test strip had poor storage.".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 117, 142 and 197 mg/dl. The customer was not using the proper testing technique and performed the back to back tests using different hands. The customer¿s expected fasting blood glucose test result range is 120-125 mg/dl; expected non-fasting blood glucose test result range is 140-150 mg/dl. At the time of the call the customer reported symptoms of an upset stomach and feeling tired. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).